Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files confirmed that a system notice occurred indicating that the safety system detected fluid in the catheter and stopped the injection (#(B)(4)) for the date of event. Visual inspection of the catheter showed traces of blood inside the inner balloon. Smart chip verification indicated that the catheter was used for 4 injections. A performance test was not completed due to a persistent system notice #(B)(4). A dissection/ pressure test showed a guide wire lumen twist and breach 0.54 inches proximal from the tip. In conclusion, the reported system notice indicating that the safety system detected fluid in the catheter and stopped the injection (#(B)(4)) was confirmed through data analysis and testing. The catheter failed the return product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable and balloon catheter were replaced, and the case was completed with cryo. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.